Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, the customer re-perform cleaning and disinfection procedures detailed in the IFU and re-perform hpc testing, have the device receive an internal water pathway replacement or participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 11/07/2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) depot service manager notified cq service that the internal tubing of this device was identified as potentially contaminated during a depot repair. Pictures were taken of the internal tubing and sent to the cq operations for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that hpc testing be performed to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 11/06/2024, indicating device contamination.